Manufacturer narrative:
(B)(4).a follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Event description:
The facility representative contacted baxter to report an infusor in which there was an internal failure and the device stopped pumping. The event occurred in (B)(6). There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed and duplicated. The assignable cause was a separated motor. The motor has been replaced. Additional: a service history review has been performed and the device has not been previously serviced for the reported condition.

Manufacturer narrative:
(B)(4). A device history review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the complaint lot or serial number. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service. (B)(4). Should additional information be received, a follow-up medwatch will be submitted.